Event description:
The customer reported a malfunction with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer opted to use multiple daily injections as a backup therapy to ensure insulin delivery and was informed by technical support that a replacement pump would be sent. The customer was also provided with instructions for putting the pump into storage mode, returning the problematic pump, and steps to take upon receiving the replacement. The customer acknowledged and understood these instructions.